Manufacturer narrative:
The unit was returned with a "system hot" complaint, which was confirmed upon physical inspection. It was found that the fan had been displaced and was contacting the accumulator, likely due to a high impact event such as the unit being dropped. Leaking sensors from cannula receptacle, also due to the same impact. Damaged compressor mounts due to the compressor vibration. The top housing was also replaced due to cosmetic damage.

Event description:
It was reported that when the patient went out to eat, the patient's device had the system hot error message and their oxygen levels had decreased. As a result, the patient had to call an ambulance. The patient is fine and back to normal now after getting on their stationary unit at home.